Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a cholecystectomy procedure, the clip ejected before the trigger was grasped completely. The same event occurred twice. Another device was used to complete the case. There were no adverse consequences to the patient.